Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to exchange the liquid crystal display (lcd) panels. Covidien, now medtronic, was not authorized to service the device.

Event description:
Report received that the ventilator had an erratic display. The ventilator was not on a patient at the time of the event.